Event description:
It was reported that there was a question regarding the potential of a lead fracture or loose connection/set screw due to noted high superior vena cava (svc) impedance once with the right ventricular (rv) lead. It was also reported the inability to reproduce the out of range impedance with arm motion and pocket manipulation. It was further reported that no action was taken. The physician elected to continue monitoring the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.